Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08148 . Related manufacturer reference number: 3006705815-2023-08149. It was reported that patients experienced ineffective therapy, patients leads had high impedances, x-rays revealed that leads had migrated. Patients also experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads and ipg were explanted and replaced to address the issue. Patient was given IV antibiotics to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.